Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 16 states, "fatigue fracture of component can occur as a result of loss of fixation strenuous activity, malalignment, trauma, non-union, or excessive weight." Number 17 states, "wear and/or deformation of articulating surfaces." (B)(4). The following sections could not be completed with the limited information provided. Additional event for this patient reported on medwatch numbers 1825034-2016-02125 / 02126. Product location unknown.

Event description:
During a lengthening procedure of expandable femoral implants approximately nine years post-implantation, the removed diaphyseal segment was found to show wear and was fractured on the inner side.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
During a lengthening procedure of expandable femoral implants approximately five years post-implantation, the diaphyseal segment was noted to have a fracture on the inner side and evidence of wear.

Manufacturer narrative:
No device or photos were returned for evaluation, therefore the condition of the device is unknown. Review of device history records found one unrelated deviation during the manufacturing process. The nonconformance was cosmetic and dimensional. This was reviewed and by an engineer and accepted as function not affected with no adverse effects anticipated. This device is used for treatment. Without the opportunity to examine the complaint product, root cause cannot be determined with the information provided.